Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal 2000 mcg/ml at a dose of 755.4 mcg/day via an implantable infusion pump. It was reported on (B)(6) 2020 that the patient came to the clinic with a motor stall alarm. It was indicated that the doctor checked the pump logs and found several motor stalls since (B)(6). It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue. They gave the patient oral lioresal and programmed the pump to minimal flow rate. Images of the pump logs were provided with the report, which showed the following relevant events: (B)(6) 2020 01:59 critical alarm ¿ pump motor stall occurred (03) (B)(6) 2020 14:32 pump motor stall recovery (1a) (B)(6) 2020 18:58 critical alarm ¿ pump motor stall occurred (03) (B)(6) 2020 04:45 pump motor stall recovery (1a) (B)(6) 2020 00:45 critical alarm ¿ pump motor stall occurred (03) (B)(6) 2020 08:50 pump motor stall recovery (1a) (B)(6) 2020 08:44 critical alarm ¿ pump motor stall occurred (03) (B)(6) 2020 08:39 pump motor stall recovery (1a) (B)(6) 2020 14:57 critical alarm ¿ pump motor stall occurred (03) it was indicated that the patient had not experienced any symptoms related to the motor stalls. At the time of the report the issue was not resolved, but the patient status was alive without injury. Surgical intervention had not occurred and it was unknown if it was planned. Additional information later received indicated that the pump was stopped forever with the permanent stop code, but there was no explanation planned. No further patient complications were reported.